Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. On (B)(6) 2018, during a follow-up visit, echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. The patient is stable. On (B)(6) 2018, an additional mitraclip procedure was performed, two clips and a neochord device were implanted, without issue reducing mr to 1. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (centrolateral flail); however, the reported patient effect of recurrent mitral regurgitation( mr) was due to the slda. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.